Manufacturer narrative:
MFR received date: 06nov2019. The customer stated the issue was addressed however, did not provide details. Multiple attempts were made to obtain information on what was done to repair the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019.

Event description:
The customer reported dim display. There was no patient involvement.

Manufacturer narrative:
G4: 03feb2020. B4: (B)(6) 2020. User interface (ui) assembly was returned for failure analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was isolated to a burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.